Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported by a getinge customer service representative that the customer purchased another display controller board and replaced the malfunctioning board. This resolved the reported display failure issue and the iabp was returned to clinical use.

Event description:
The customer reported that during a preventive maintenance, the intra-aortic balloon pump (iabp) had a display failure. No patient was involved and no adverse event has been reported.